Event description:
It was reported that the rate of the external pulse generator (epg) was fixed at 80 beats per minute (bpm) and could not be adjusted. The device was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed all visual incoming inspection, bench testing and functional testing with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.